Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of a 6 cm abdominal aortic aneurysm approximately 31 months ago. Vessel morphology at the time of implant is unknown. Currently the diameter of the aortic neck at the renal arteries is 29 mm in diameter and 15 mm below the renal arteries is 28 mm in diameter. The aortic neck angulation is 20 degrees and had elongated. The iliac limbs have disease progression and have flared laterally. The patient presented with abdominal pain. There have been no issues with previous follow-up cts. The CT performed demonstrated that the stent graft has migrated 25 mm with a proximal type I endoleak and the aneurysm has expanded to 9 cm in diameter. The physician stated that due to the dilatation of the iliac limbs and the dilatation of the aortic neck this resulted in stent graft migration. The physician implanted two talent aortic cuffs resolving the migration and endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). (Migration, endoleak). (Disease progression, aortic neck dilatation and iliac limb dilatation). Conclusion: (disease progression, aortic neck dilatation and iliac limb dilatation).